Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain, pseudotumor, metallosis, and elevated metal ions. Patient still has some squad weakness and walks with a slight antalgic limp. The cobalt chrome levels have decreased; the cobalt chromium level is now normal and the cobalt has reduced to 2.4. It was previously over 12. Doi: (B)(6) 2008 ; dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.